Event description:
It was reported that the device displayed the charge pak icon. Physio-control evaluated the device and found the device internal hlc batteries depleted due to a malfunction that resulted in excessive current leakage. The device was unable to deliver defibrillation therapy in the received condition.

Manufacturer narrative:
(B)(4). The cause for the observed electrical leakage was determined to be due to process residue on the fl9 filter of the analog pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.